Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the cap was pushed up after drawing blood for arterial blood gas analysis, the blue rubber stopper in the syringe moved, causing blood to flow out of the syringe. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 25-oct-2024 h6. Component code: updated investigation summary: one used and decontaminated 3ml provent syringe with the tyvek packaging loose within a bag was received for investigation. Visual inspection of the returned syringe revealed that the filter (mx868) was missing from the device, thus confirming the complaint. When wetted, the filter acts as a barrier against the fluid leakage past plunger. A missing filter will likely result in leakage. In-process, the supplied filter component is assembled to supplied plunger tip by automation. The rubber plunger tip component b diameter (a spot of contact with stem of the filter) was measured on micro vue and found to be undersized. The b diameter spec is 0.130 in (+/-0.003 in). The actual reading was 0.1238 in. It is possible, that due to this measurement the filter could not be properly assembled to the plunger tip. The lot acceptance for missing components is based on c=0 (critical). No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.